Event description:
The customer stated they observed false positive results while using architect troponin reagents. The customer indicated that they generated an initial result of 0.9 ug/l (positive). The sample was sent to a different facility and a result of 3.04 ug/ml (positive) was generated. The sample was retested, at the second facility, on a different instrument and the result was 0.92 ug/ml(positive). The customer provided the cutoff value as 0.3 ug/ml. A negative result was generated by a different methodology (troponin t test). The customer indicated that they believe heterophilic antibodies were present in the sample and caused the positive results. There has been no adverse impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted once the evlauation is complete. False positive result; (B)(4): no consequences or impact to patient.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. In the complaint text the customer indicated that the patient sample had heterophilic antibodies which was the cause of the discrepant results. An accuracy testing protocol was executed using lot 74264un11 and met acceptance criteria which indicated that lot is performing as expected. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a deficiency of the architect stat troponin-I reagent; list 2k41, lot number 74264un11, was not identified.